Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over one (7) years since the subject device was manufactured. The device was not returned to olympus for inspection, and the customer's complaint/reportable malfunction was not confirmed. Based on the investigation results, positive culture test, a/w cylinder has white foreign material, and a/w channel has white foreign material, could not be identified. The legal manufacturer was unable to confirm if reprocessing steps were performed according to the instructions for use. The culture test result at the third-party labs on (B)(6) 2024, provided by the user was negative. The a/w cylinder and a/w channel has white foreign material. Could not identify the foreign material. Sbc mentioned possibility that anti-forming agent including simethicone remained. Though mbc obtained the information below, we could not specify the cause of remaining of foreign material in a/w channel and a/w cylinder. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use: ¿IFU warns about inappropriate reprocessing by stating ¿an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them¿. Operation manual insertion air/water feeding and suction air/water feeding warning: nothing other than sterile water should be used for air/water feeding. No additives should be put into the sterile water. Non-sterile water may cause patient cross-contamination and/or infection.¿ olympus will continue to monitor the field performance for this device.

Event description:
It was reported that, during reprocessing, the gastrointestinal videoscope tested positive for 10 colony forming units (cfus) of streptomyces species. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.